Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 24 x 2.75 promus premier drug-eluting stent was deployed to treat the lesion. However, upon post-dilatation using kissing balloon technique, the stent foreshortened. The procedure was completed by deploying another drug-eluting stent. No patient complications were reported.